Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
When the revision procedure has been performed, or should additional information become available, this event will be updated.

Event description:
Boston scientific received information that two months post implant, the incision of this "implantable cardioverter defibrillator (ICD)" device and leads has displayed signs of infection. A replacement procedure is intended in the near future. No further adverse patient symptoms were reported.

Event description:
Additional information was received. This lead was removed and replaced. No further adverse patient symptoms were reported.